Manufacturer narrative:
(B)(4).

Event description:
This report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used for stones in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician heard a loud noise from the controller and the image stopped. The procedure was not completed due to this event. A pancreatic stent was placed and the procedure was rescheduled. The rescheduled procedure was successfully completed on (B)(6) 2022. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover has surface scratches and no functional problems found. Per the evaluation conducted by enercon technologies, the reported event was not confirmed. Based on all gathered information, the console did not have any serious damage and no functional issues found. Therefore, the most probable root cause is no problem detected.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used for stones in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician heard a loud noise from the controller and the image stopped. The procedure was not completed due to this event. A pancreatic stent was placed and the procedure was rescheduled. The rescheduled procedure was successfully completed on (B)(6) 2022. There were no patient complications reported as a result of this event.